Event description:
It was reported via legal documentation that approximately 30 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, swelling, and instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: serial number item number and full description (B)(6) 208-05-03 - cc distal fem augment sz 3, 5mm (B)(6) 02-012-50-3511 - tru tib aug 1/2 sz 3.5, 5mm (B)(6) 02-012-50-3511 - tru tib aug 1/2 sz 3.5, 5mm (B)(6) 208-06-03 - cc distal fem augment sz 3, 10mm (B)(6) 02-012-61-6000 - tru offset stem ext coupler, 6mm (B)(6) 02-012-64-1680 - tru fluted stm ext 16mm x 80mm blast (B)(6) 02-012-64-1680 - tru fluted stm ext 16mm x 80mm blast (B)(6) 02-010-06-0532 - tru post. Aug. Size 3, 10mm (B)(6) 02-010-06-0531 - tru post. Aug. Size 3, 5mm (B)(6) 02-010-06-0330 - tru cc femoral size 3 right (B)(6) 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t (B)(6) 02-012-61-4000 - tru offset stem ext coupler, 4mm (B)(6) 204-70-00 - tibial stem ext. Screw the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.